Event description:
On (B)(6) 2010, the pt reported the display of the insulin device was blank and the device had no power. He stated the battery was last changed a "couple" of weeks ago. He stated no a2 (battery low) or e2 (battery depleted) error had been displayed on the infusion device. He stated he was unable to remove the battery cover to insert a new battery and stated the cover appeared to be stripped. He stated the battery cover had never been changed and he was advised to do so with every 4th battery change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.